Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as a 62-year-old weighing 53kgs and another patient was reported as a 60-year-old weighing 97kgs, the remaining patients¿ weight and age were not reported. Of the reported patients, one was male, and two were female, all other patients¿ sex was not reported.

Manufacturer narrative:
H10: of the six malfunctions, two of the lot numbers were reported, four lot numbers are unknown; a lot history review was performed for the two known lot numbers. Of the six malfunctions, four malfunctions had devices returned for evaluation (including a photo of the malfunction), one device has not been returned for evaluation but a photo of the malfunction was provided, and one device has not been returned for evaluation. Five of the six malfunctions are confirmed for a fluid leak, and one malfunction is inconclusive for a fluid leak as no objective evidence has been provided to confirm any alleged deficiency with he device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as a 62-year-old weighing 53kgs and another patient was reported as a 60-year-old weighing 97kgs, the remaining patients¿ weight and age were not reported. Of the reported patients, one was male, and two were female, all other patients¿ sex was not reported.

Manufacturer narrative:
H10: of the six malfunctions, two of the lot numbers were reported, four lot numbers are unknown; a lot history review was performed for the two known lot numbers. Of the six malfunctions, four malfunctions had devices returned for evaluation (including a photo of the malfunction), one device has not been returned for evaluation but a photo of the malfunction was provided, and one device has not been returned for evaluation. Four of the six malfunctions are confirmed for a fluid leak, one malfunction is confirmed for fracture (1260 - fracture), and one malfunction is inconclusive for a fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the six malfunctions, two of the lot numbers were reported, four lot numbers are unknown. Of the six malfunctions, four malfunctions had devices returned for evaluation (including a photo of the malfunction), one device has not been returned for evaluation but a photo of the malfunction was provided, and one device has not been returned. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. All six malfunctions involved patients with no reported consequences. One patient was reported as a (B)(6) year-old weighing (B)(6) kgs, the remaining patients¿ sex and age were not reported. Of the reported patients, one was male, and one was female, all other patients¿ sex was not reported.